Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Technical support instructed the customer to find out if the ventilator was running on batteries. Also, make sure the user interface module is secure and not loose and test it for a few days and see if he can duplicate the problem, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module flickering at power up and take a bit longer to power up in second on the avea ventilator. The customer reported no patient involvement associated with the reported event.